Event description:
It was reported the subject device insulation came out from the tip. The issue occurred during setup/inspection for use. There were no reports of patient involvment.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: d9, d10, h3, h4, h11 this report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation and previous investigations through the product technical investigation process, reasonably known information suggests probable causes of the insulation detachment issue was traced to component failure - expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.